Event description:
The pt reported that an e4 (occlusion) error was displayed on the infusion device. She stated that at 9:00am her blood glucose measured 256 mg/dl and she ate and bolused 8.7 units of insulin and e4 was displayed. She confirmed the error and attempted to bolus again and e4 was displayed. She changes the infusion set every 1-2 days. Her normal blood glucose range is 100-140 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.